Manufacturer narrative:
(B)(4). Results of investigation: vyaire medical was able to verify the customer's reported issue during testing and evaluation. The ventilator was tested with a known good ac adapter and a known good patient circuit connected. The ventilator was powered on and it went into a reset cycle several minutes after powering on. Bench testing revealed contact instability was creating the reset condition. The power board and main board was replaced as a pre-caution.

Event description:
It was reported to vyaire medical that the ventilator is in a constant reboot cycle and never completes the boot process to get to full operation. There was no report of any patient involvement associated with this reported event.